Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low reservoir alarm was set to 20 units, and it alarmed at 11 units and functioned properly. Tested brightness from level 1 to level 5 and no anomalies noted during testing. No unexpected alarms and alert noted during testing. Unit was successfully download using thus for history files and trace files. No motor alarms or alerts were found in history file. Low reservoir alert was not found in history file. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads cracked, scratched case, pillowing keypad overlay. No unexpected alarms or alerts were noted during testing. Low reservoir anomaly is not confirmed. Rewind anomaly is not confirmed. Backlight anomaly is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced not always giving low reservoir warnings, louder during rewind. Screen was diminished. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.